Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 330 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy.